Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02804. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. Manufacturer's investigation conclusion: the patient remains ongoing on vad support. No product available for investigation. The report of depleted batteries cannot be confirmed. The patient¿s log file was reviewed by technical services which revealed that the patient drained their batteries, along with the backup battery, causing the pump to stop and the system controller internal clock to reset. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pump stoppage event occurred, which lasted approximately 2 to 2.5 hours. The patient reported no external power alarms when attaching the pump to the mobile power unit before going to sleep and opted to connect to battery power instead. The patient decided to sleep with the pump connected to batteries for 2 nights. The patient awoke and the system controller showed no lights illuminated. The patient stated not hearing any alarms through the night when the pump was connected to battery power. The system controller log file was reviewed, which indicated that the patient's batteries and the system controller backup battery had drained, which caused the pump to stop. The patient was asymptomatic. No further information was provided.